Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿thigh pain occurrence rate in a short, tapered, porous, proximally-coated cementless femoral stem - clinical and radiological results at 2-year follow-up¿ by m. Ulivi, et al, published by joint implant surgery and research foundation (march 2017), vol. 7, no. 1, pp. 25-29, http://dx.doi.org/10.15438/rr.7.1.167, was reviewed. The primary aim of this study was to assess whether the new stem was able to reduce the incidence of thigh pain and to determine if this pain, when present, was positively associated with different clinical, radiological and demographic variables. The follow-up was done over 24 months. Depuy implants used: all 197 hips underwent tha using the cementless femoral tri-lock bps, a pinnacle acetabular cup, a marathon 10° hooded liner, and a ceramic biolox delta 32 mm femoral head. Results: all radiographic findings were observed on serial radiographic studied over a 24-month follow-up. 5 patients with persistent thigh pain localized to the trochanter at final follow-up. 8 patients with stem subsidence of 3-mm or more- no treatment or intervention required. 87 stems positioned in slight varus and 106 stems positioned in slight valgus- no patient consequences associated with misaligned stems. 18 stems with distal pedestal formation-no intervention required. 1 non-union of the greater trochanter- conservative treatment without surgical intervention successful. 1 partial avulsion of the apex of the greater trochanter- conservative treatment without surgical intervention was successful. 2 grade iii heterotopic ossification not associated with pain or patient consequence. No treatment required. 3 cases of femoral cortical hypertrophy not associated with pain or patient consequence. No treatment required. There were no cases of periprosthetic fracture, osteolysis or revision surgery observed in the 24-month follow-up. This study focused solely on the outcomes for the femoral stem. There were no reported product problems associated with the acetabular components or femoral heads. There were 197 tha observed in this study cohort. Captured in this complaint: trilock bps femoral stem."